Manufacturer narrative:
Social medical corporation kyorinekai ichinomiya west hospital. Noting due to character limit. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the evaluation found the following: a deformed scope connector cover, a sticky suction connector and suction connector cover unit due to water leakage, a dent in the universal cord, a scratch on the suction connector side of the universal cord protector, and a less than standard value of the bending angle in the up direction due to angle wire wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a scope communication error. This occurred during preparation for use. The procedure was still completed and there was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because there was no device malfunction confirmed during evaluation, the definitive root cause of the scope communication error could not be determined. The scope communication error may have been caused from image sensor unit failure, circuit board failure, or a system defect. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. If the object cannot be seen clearly, wipe the objective lens using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol. 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the distal end of the endoscope. (See figure 3.22) 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section.¿ olympus will continue to monitor field performance for this device.